Event description:
The customer stated the central monitoring system (cns) audio jack is physically broken and states that the audio is not clearly coming through. All other parameters on displayed on the monitors are fine. MFR# 8030229-2015-00175.